Event description:
The customer received a no delivery alarm. Customer was hospitalized few days before due to a diabetic coma. Bgs were very low. Troubleshooting was performed. The customer was running high for several days. The customer has been treated with the pump and 10u of humalog for two days. The doctor told customer that the low bgs might have been caused by not eating enough, over infusion, asthma or a small heart attack. The customer has other medical problems in addition to the diabetes. The customer also was told to disconnect from the pump and go to manual injections.